Manufacturer narrative:
Failure event observed during analysis. A partial lead was returned for analysis in two portions with connector portion measuring 12.0 cm and the middle portion measuring 22.2 cm. Final analysis found an internal insulation abrasion breaching an unidentifiable cable lumen noted at 5.1cm to 5.5cm without any damage to the etfe cable coating, inner lumen or ptfe liner in the middle region of the lead. The cable coating was intact at this region.

Event description:
This report is to advise of an event observed during analysis.